Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device was evaluated by a zoll certified service provider who observed the customer's report during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 79" and "pacer fault 122" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.